Manufacturer narrative:
25-jun-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that when removing the tampon from her body, the string got ripped from the tampon; the tampon broke apart. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that when removing the tampon from her body, the string got ripped from the tampon; the tampon broke apart. No injury was reported.